Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that since patient underwent radiation treatment that the lead impedance has risen significantly and in a linear fashion. It was noted that the lead has been re-programmed to unipolar and is still the impedance is greater than 3000 ohms. The device remains in use. No patient complications have been reported as a result of this event.